Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing complete heart block presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited high capture in bipolar pacing. Reprogramming the lead to unipolar pacing resulted in loss of capture and further intervention was deferred by the healthcare professional due to possible symptoms. No patient symptoms were reported and the patient was discharged.